Manufacturer narrative:
Based on the limited available information, it is not known what role, if any, the lava ultimate restoration played in the reported outcome. Other factors, such as prior tooth history and dental treatment, may have played a role in the need for root canal.

Event description:
On (B)(6) 2016, a dental professional reported that a patient (age and gender not provided) required root canal therapy on tooth #13. This tooth received a lava ultimate cad/cam restorative for ts150 restoration (B)(6) 2014. On (B)(6) 2016, the tooth was reported as painful and the root canal was performed.